Event description:
It was reported that a clear link continu-flo solution set would not ¿flow much beyond the chamber¿. The report indicated that this occurred during priming. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation outside of its pouch, fully primed, and spiked into a non-baxter solution bag containing approximately 600 ml of solution. Visual inspection (with the naked eye), microscopic inspection, and a functional test were performed. The set was found to prime and flow normally, though a leak was found. The reported condition was not verified. The leak will be captured and reported in cmplnt-(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.